Manufacturer narrative:
An investigation was conducted: it was reported that at the conclusion of an eviva breast biopsy procedure on (B)(6) 2026, the user attempted to remove the device from the patient's breast; however, "the needle got stuck." It is reported that the user had to remove both the introducer and needle together in order to remove the needle from the breast. The user further reports that once the introducer was removed, it appeared "bent/squished." No patient harm was reported, and the procedure was successfully completed with the same device. Initial evaluation: the device was not available for return; visual and functional analysis/testing could not be conducted for the event described. Investigation methods and findings: the device was not returned for this complaint. Therefore, a full investigation could not be conducted. However, an image provided by the customer reflects the protective sheath bent. Cause/root cause: the investigation included a comprehensive review of device history records, complaint data, risk assessment, and testing results, finding the most probable cause to be the protective sheath being bent. Conclusion: a thorough review of device history records, complaint data, risk assessments, and testing did not reveal a specific failure mode. The risk trending calculations results of this report do not increase the risk index zone. No further action is required at this moment. Future events will be monitored and trended. Complaint confirmed: yes. Device history record (DHR) review: the DHR was reviewed for the corresponding lot, and no relevant risk factors were found in the manufacturing process.

Event description:
It was reported that at the conclusion of an eviva breast biopsy procedure on (B)(6) 2026, the user attempted to remove the device from the patient's breast; however, "the needle got stuck." It is reported that the user had to remove both the introducer and needle together in order to remove the needle from the breast. The user further reports that once the introducer was removed, it appeared "bent/squished." No patient harm was reported, and the procedure was successfully completed with the same device. No further information is currently available.